Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted, perforation of the filter struts outside of the inferior vena cava (ivc) and the filter being embedded in the ivc wall. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the right common femoral vein was punctured with a needle. The filter delivery sheath was advanced over a guidewire into the lower inferior vena cava. The inferior venacavagram obtained identified a widely patent inferior vena cava normal in caliber with no thrombus. The trapease filter was deployed in the infrarenal inferior vena cava. Follow-up images confirmed correct position and appearance of the filter. Two days after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan which was indicated status post gastric bypass surgery and cholecystectomy. The scan reported a small fluid collection with a few gas bubbles in the anterior abdominal wall at the midline in the area of the surgery, suggestive of a seroma, a small abscess or an infected hematoma. No intraabdominal or pelvic abscess was reported. A ¿greenfield¿ filter in the inferior vena cava was noted in addition to postsurgical scarring in the anterior pelvic wall and a small ventral hernia containing fat in this region. There was also a small pleural effusion on the left side. According to the information received in the updated patient profile form (ppf), the patient reports fractured filter struts retained within the ivc and further experienced anxiety related to the filter, becoming aware of these events approximately fifteen years after the filter implantation.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently tilted and perforated with the struts outside the inferior vena cava (ivc) and the filter was embedded in the wall of the ivc. The patient reported becoming aware of fractured filter struts retained within the ivc, approximately fifteen years post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter was pre-gastric bypass surgery. The filter was place via the right common femoral vein and deployed in the infrarenal ivc. Follow-up images confirmed correct position and appearance of the filter. Two days post implant, an abdominal computerized tomography (CT) scan was performed as routine follow up to gastric bypass surgery. Results of the scan noted a small fluid collection with a few gas bubbles in the anterior abdominal wall in the area of the surgery, suggestive of a seroma, a small abscess or an infected hematoma. A ¿greenfield¿ filter in the ivc cava was noted in addition to postsurgical scarring in the anterior pelvic wall and a small ventral hernia containing fat in this region. There was also a small pleural effusion on the left side. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, fracture, embedded and perforation could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently tilted and perforated with the struts outside the inferior vena cava (ivc) and the filter was embedded in the wall of the ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, embedded and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted, perforation of the filter struts outside of the inferior vena cava (ivc) and the filter being embedded in the ivc wall. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.